Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-38579. It was reported that the patient expired. The cause of death was reported as cardiogenic shock, ventricular tachycardia with pulseless electrical activity, and acute renal failure. There is no known allegation from a health professional that suggests the death was related to the implantable cardioverter defibrillator or the right ventricular lead. Further information was requested but not received.

Manufacturer narrative:
The lead was returned due to patient death. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.